Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: procedure name: lap cholecystectomy. Was the second needle used an ethicon needle? Yes, same product code and lot number what is the length of the original incision? Not provided. Was the patient brought back to operating room to have needle removed or was the needle removed during the initial procedure? The needle was attempted to be removed during the initial procedure. How much larger did the doctor make the original incision? The customer read from the operative notes: the incision was enlarged (size not specified) and the doctor tried for many hours (procedure started at 2:14 and ended 7:41) and was unable to remove the needle. The needle was embedded in the right side of the wound, in the muscle. The patient was under general anesthesia for many hours. The patient was hospitalized overnight for pain management. Reason surgery time extended ¿ to search for needle. Was there any adverse consequence to the patient? None reported. Current patient status ¿ unknown. Any further plans to remove the needle? No. (B)(6); gender: female. Patient pre- existing medical conditions ¿depression, anemia, asthma, anxiety, cholelithiasis, schizoaffective disorder. Additional information ¿ the (B)(6) of surgery will contact the doctor for additional details and provide to ethicon if additional details are provided relating to any other contributing factors. Product return ¿ the hospital has remainder of needle and will not release for analysis. The director will possibly return additional samples from this lot number. Request to send another product return mailer

Event description:
It was reported that the patient underwent a laparoscopic cholecystectomy on (B)(6) 2016 and the suture was used. During closing the incision at the end of the procedure, the tip broke off and was attempted to be removed. It is unknown where the needle was being grasped prior to the needle breaking off. An x-ray was taken and the piece was not able to found. The incision was enlarged and the doctor tried for many hours to remove the needle. The needle was embedded in the right side of the wound, in the muscle. The patient was under general anesthesia for many hours. The patient was hospitalized overnight for pain management and observation. Current patient status is unknown.

Manufacturer narrative:
Date sent to FDA: 10:21/2016 representative samples were returned for evaluation. They were visually and functionally examined and they met the requirements.